Manufacturer narrative:
Other applicable components are: product ID: 306001, serial#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that patient stated her lead has moved and is loose. The patient stated that her lead broke. Patient is on the maximum setting of 4.7 on the left. No further complications were reported/anticipated at this time.